Event description:
The ge oec 9800 fluoroscopy system reported poor image quality and a malfunction of the foot switch.

Manufacturer narrative:
A ge oec service representative investigated the issue and could not duplicate the malfunction or image quality concerns. The system was assessed for line pair resolution and other imaging parameters and found to be within specification. There was also no issue or malfunction found with the foot switch. System operates as expected. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.